Event description:
On (B)(6) 2013, patient reported she was hospitalized with hyperglycemia on (B)(6) 2013. Her blood glucose elevated to the 500's mg/dl when she was at school. She delivered a bolus and took a nap, and it was still in the 500's mg/dl when she woke. She went to the hospital and was admitted, and she was taken off the infusion device and treated with an insulin drip. Her blood glucose returned to her normal range of 119 mg/dl, and she restarted the infusion device. She took a nap, and her blood glucose elevated to the 500's mg/dl 1 hour later. The infusion device was removed again. Follow-up was completed with the patient on (B)(6) 2013. She reported hyperglycemia was caused by the general parameters not being set correctly and menstruation. She was discharged from the hospital on (B)(6) 2013. She was on injection therapy and will meet with a clinical trainer to setup the general parameters. No allegations were made against the infusion device system, and no products are being returned in relation to this event.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed.